Event description:
It was reported that after a laparoscopic distal gastrectomy, a roux-en-y reconstruction was performed on (B)(6). The procedure was completed with no problem, but leakage was observed from the cut end at the middle of the staple line on the lesser curvature side in the gastric body on (B)(6). An open procedure was performed in the reoperation, a wedge incision was made on where leakage occurred, and it was closed by a hand suture. Patient is male and hospitalized now. After the reoperation, he was tracheotomized and placed on ventilatory control in the intensive care unit. Abscess drainage is good, but circulatory failure is not getting better. A gastric dilation could be a factor of the leakage. There is also possibility that lesser curvature of stomach became hard because of esd. The patient liked his drink, so his tissue was fragile. He was a smoker as well. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information was provided: we got this info from the sales-rep on 18-nov-2021. The device had no problem in the initial procedure. No further information is available how leakage was identified. The deployed staples on where leakage occurred were formed properly. The additional information was requested and the following was obtained: what was the color cartridge used throughout the procedure to complete the distal gastrectomy? Gst60b." If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.